Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had prime anomaly and compromised force sensor alarm. The customer¿s blood glucose level was unknown. The customer reported that the insulin squirting out of the pump. Customer stated insulin continues to drip after motor stops during the manual prime process. The customer reported that they had compromised force sensor. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.